Manufacturer narrative:
Additional information was received on (B)(4) 2012 confirming that the revised product was manufactured by biomet orthopedics. The additional information received included product identification and surgery dates; however, the reason for the revision is still unknown. Therefore, this medwatch is being submitted to report the revision event with the limited information available. Should information related to event details be received, the information will be forwarded to the FDA via additional medwatch report(s). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the events. The product and lot identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient underwent a m2a hip arthroplasty on unknown date. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2012. The reason for the revision is unknown. No further information has been provided to date.